Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered and episodes of noise on tip to ring were observed, consistent with a suspected lead fracture. Increased sensing integrity counter (sic) was noted, along with multiple episodes of rv oversensing. The rv lead pacing configuration was reprogrammed to tip to coil and the defibrillation therapy was disabled. Further corrective actions will be determined at a later date and the rv lead remains in use. The patient is a (B)(6) clinical study. No patient complications have been reported as a result of this event.